Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hematoma is a known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6f sheath after a peripheral stent interventional procedure. Reportedly, during deployment it was felt that "something was wrong" and there was an "unusual noise" with the device. The proglide device was removed and another proglide device was used to achieve hemostasis. Some hours later, the patient developed a hematoma requiring re-intervention. Cut down surgery was performed and when the artery was reopened to perform manual suturing, the physician found a piece of the foot from the first proglide that was attempted that had remained in the artery. There was a dissection of the artery. The physician believes that the dissection was due to the first proglide device. The portion of the foot that had separated was retrieved from the patient anatomy. There was no adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the re-intervention to treat the hematoma. No additional information was provided.